Event description:
It was reported that an alert was received for low, out of range high voltage lead impedance. The lead impedance had gradually decreased over the past year. Capture threshold was found to have increased and sensing was varied. Further lead evaluation was recommended.